Manufacturer narrative:
The product was returned for evaluation. The product identity has been confirmed in the evaluation. The tap was visually inspected and was found to be fractured through the tip; therefore, the complaint was confirmed. The tap was observed under a digital microscope and it was discovered that the tap is not fractured through the minor diameter. This is consistent with other fractures seen when off axis force is applied during tapping/drilling. The tap cannot be functionally tested as it is fractured. The most likely underlying cause of this complaint was determined to be due to an off axis force being applied to the tap during use. The device history records were reviewed during the evaluation and no non-conformances were found. According to the evaluation, there are no indications of any manufacturing defects.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that during an open reduction of a cheekbone fracture, after drilling and while tapping, the tip of the tap broke. It is reported the bone was scraped in order to remove the remaining parts of the tap with forceps. To complete the surgery, an item of the same part number was used. It is reported the surgery was completed with less than thirty minutes delay. It is reported that the device underwent 100% full incoming inspection prior to the surgery.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.